Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 500mg/dl, treated with pump and 18 units with syringe. The customer stated he is current working with his health care provider to resolve the issue with blood glucose.